Event description:
It was reported that the patient received shocks as the right ventricular lead had two (t-wave oversensing). It was also noted that the device had a por (power on reset). The lead remains in use. The device was reset and also remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A 1 por for critical ram parity error, addr=1e9a, data=14, occurred on (B)(4)-2011 02:55:31. A 1 patient alert for device circuit error occurred on (B)(4)-2011 02:55:31. Diagnostic information is consistent with reported event.